Event description:
It was reported the outer casing is damaged. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; upper case and lower case were broken. Analysis also found the battery drawer was broken. Side bail covers, one case screw, and side bails were missing. The ring was bent and the keyboard was scratched. (B)(4).